Event description:
It was reported that a patient experienced peritonitis manifested by diarrhea coincident with peritoneal dialysis (pd) therapy, which required hospitalization. Treatment was not reported. The cause of the peritonitis was unknown. While hospitalized for peritonitis, the patient developed another infection (unspecified), which resulted in removal of the pd catheter. The patient was switched to hemodialysis. No further information was available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.